Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated submission date and relevant test/ data lab to report device evaluation results. Updated device return date, follow-up report submitter,awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes.

Event description:
Per complaint (B)(4), during post operative check patient experienced loss or failure of implant to integrate.